Event description:
Reporter noted four cases of endophthalmitis. Culture of aqueous:negative. Investigation (by customer) performed in the or revealed abonormalities of air quality. No other details at this time. Surgeon feels the I/a tip could be the cause as the tip occluded during the surgery. Pt 1 of 4: status is unk at this time.